Event description:
It was reported that the ventilator failed the internal leakage, pressure transducer and safety valve tests during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The defective part has been requested back for investigation. A supplemental medwatch will be submitted when the investigation is completed.

Manufacturer narrative:
The investigation of the returned expiratory channel printed circuit (pc) board has been completed. This board contains electronics which include a microprocessor for control of the safety valve functions in the inspiratory section of the device. The pc-board was re-installed in a reference system for simulated use testing. The pre-use checks failed the internal leakage sub-test since the safety valve was open, when it was expected to be closed. The conclusion of the investigation is that the issue occurred, due to a short circuit in a capacitor and a coil that is part of the electronics for the safety valve function. The root cause for why the capacitor and the coil failed has not been determined. Evaluation of the received device logs confirms the reported event. The logs also showed that the first time the event occurred was (B)(6) 2014. Therefore the date of event was determined to be (B)(6) 2014.

Event description:
(B)(4).